Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during bolus delivery. Customer experienced an unspecified low blood glucose (bg) level. Customer ate food to address the low bg. Customer loaded a new cartridge and resumed insulin therapy.